Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device was not in fallopian tubes, one in anterior wall of uterus and one in the posterior'), genital haemorrhage ('irregular dark bleeding'), endometriosis ('redo of endometrial ablation and laparoscopy with laser endometriosis implants'), polycystic ovaries ('bilateral ovarian polycystic cysts') and abdominal adhesions ('adhesiolysis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "surgical hysteroscopy with thermal ablation in patient with essure" on (B)(6) 2008 and device monitoring procedure not performed "physician noted he feels comfortable to skip the hsg" in (B)(6) 2009. Medical conditions: *on (B)(6) 2011: hysteroscopy: the essure device was not present in the fallopian tubes. One was in the anterior wall of the uterus and one in the posterior. Concomitant products included oral contraceptive nos since 2011 for oral contraception. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("both of her coils were discovered to have migrated into her uterus during post essure hysteroscopy / migration"), polycystic ovaries (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), menorrhagia ("unusually heavy menses"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("severe abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal on ,(B)(6) 2011, on (B)(6) -2011, d&c, redo of endometrial ablation, laparoscopy with laser endometriosis implants, laparoscopic decompression of bilateral ovarian polycystic cysts). At the time of the report, the embedded device, dysmenorrhoea, abdominal pain and pelvic pain had not resolved and the genital haemorrhage, endometriosis, device expulsion, polycystic ovaries, abdominal adhesions and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, endometriosis, genital haemorrhage, menorrhagia and polycystic ovaries with essure. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device and pelvic pain to be related to essure. The reporter commented: she had concerns regarding the migration of the coils and possible perforation, and was advised by her physician that the coils would not cause perforation and was prescribed oral contraceptives. She was told that the only way to remove the coils was through a hysterectomy. She is hesitant to undergo a third invasive procedure. She continues to live with the abdominal pain and dysmenorrhea caused by the migration of the essure coils. Discrepancy: date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2008: results: essure devices appear in normal location. Ultrasound scan - on an unknown date: assessment: abnormal nos results: black spot at 1 o'clock on cervix; on (B)(6) 2008: results: coils seem normally placed in both uterine corners. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device was not in fallopian tubes, one in anterior wall of uterus and one in the posterior'), genital haemorrhage ('irregular dark bleeding'), endometriosis ('redo of endometrial ablation and laparoscopy with laser endometriosis implants'), polycystic ovaries ('bilateral ovarian polycystic cysts') and abdominal adhesions ('adhesiolysis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "surgical hysteroscopy with thermal ablation in patient with essure" on (B)(6) 2008 and device monitoring procedure not performed "physician noted he feels comfortable to skip the hsg" in (B)(6) 2009. Medical conditions: *on (B)(6) 2011: hysteroscopy: the essure device was not present in the fallopian tubes. One was in the anterior wall of the uterus and one in the posterior. Concomitant products included oral contraceptive nos since 2011 for oral contraception. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("both of her coils were discovered to have migrated into her uterus during post essure hysteroscopy / migration"), polycystic ovaries (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), menorrhagia ("unusually heavy menses"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("severe abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal on (B)(6) 2011, on (B)(6) 2011, d&c, redo of endometrial ablation, laparoscopy with laser endometriosis implants, on (B)(6) 2011, hysteroscopic d&c, a redo of endometrial ablation, laser endometriosis implants, on (B)(6) 2011, laparoscopic adhesioysis and on (B)(6) 2011, laparoscopic decompression of bilateral ovarian polycystic cysts). At the time of the report, the embedded device, dysmenorrhoea, abdominal pain and pelvic pain had not resolved and the genital haemorrhage, endometriosis, device expulsion, polycystic ovaries, abdominal adhesions and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, endometriosis, genital haemorrhage, menorrhagia and polycystic ovaries with essure. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device and pelvic pain to be related to essure. The reporter commented: she had concerns regarding the migration of the coils and possible perforation, and was advised by her physician that the coils would not cause perforation and was prescribed oral contraceptives. She was told that the only way to remove the coils was through a hysterectomy. She is hesitant to undergo a third invasive procedure. She continues to live with the abdominal pain and dysmenorrhea caused by the migration of the essure coils. Discrepancy: date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2008: results: essure devices appear in normal location. Ultrasound scan - on an unknown date: assessment: abnormal nos results: black spot at 1 o'clock on cervix; on (B)(6) 2008: results: coils seem normally placed in both uterine corners. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : event "both of her coils were discovered to have migrated into her uterus during post essure hysteroscopy / migration" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-apr-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a plaintiff who had essure inserted and experienced irregular dark bleeding (seen as genital haemorrhage). The physician performed dilation and curettage with endometrial ablation and laparoscopy with laser endometriosis implants, decompression of bilateral ovarian polycystic cysts and adhesiolysis (abdominal adhesions). The hysteroscopy findings stated "the essure device was not present in the fallopian tubes. One was in the anterior wall of uterus and one in posterior" (embedded device). Embedded device and genital haemorrhage are anticipated whereas the other events are unanticipated in essure's reference safety information. The exact time point and mechanism of device embedment is unknown. In this case, it was reported that consumer underwent a surgical hysteroscopy with thermal ablation using thermachoice one week after essure insertion (medical device monitoring error). This procedure could alternatively explain the device embedment. However, considering its nature, causality with essure cannot be excluded. During essure therapy, abnormal genital bleeding and changes in bleeding pattern may occur. Considering the positive temporal relationship, a causal relationship between irregular dark bleeding and essure cannot be excluded. Considering the etiology of polycystic ovarian cysts and endometriosis (and abdominal adhesions as possible complication) and the mechanical, local action of essure (in this case, embedded in uterine wall), causality with suspect insert was considered unrelated. This case was regarded as incident, due to the surgical intervention required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device was not in fallopian tubes, one in anterior wall of uterus and one in the posterior'), genital haemorrhage ('irregular dark bleeding'), endometriosis ('redo of endometrial ablation and laparoscopy with laser endometriosis implants'), polycystic ovaries ('bilateral ovarian polycystic cysts') and abdominal adhesions ('adhesiolysis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "surgical hysteroscopy with thermal ablation in patient with essure" on (B)(6) 2008 and device monitoring procedure not performed "physician noted he feels comfortable to skip the hsg" in (B)(6) 2009. The patient's medical history included multiparous. *on (B)(6) 2011: hysteroscopy: the essure device was not present in the fallopian tubes. One was in the anterior wall of the uterus and one in the posterior. Concomitant products included oral contraceptive nos since 2011 for oral contraception. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("both of her coils were discovered to have migrated into her uterus during post essure hysteroscopy / migration"), polycystic ovaries (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), heavy menstrual bleeding ("unusually heavy menses"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("severe abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal on ,(B)(6) 2011, on (B)(6) 2011, d&c, redo of endometrial ablation, laparoscopy with laser endometriosis implants, on (B)(6) 2011, hysteroscopic d&c, a redo of endometrial ablation, laser endometriosis implants, on (B)(6) 2011, laparoscopic adhesioysis and on (B)(6) 2011, laparoscopic decompression of bilateral ovarian polycystic cysts). At the time of the report, the embedded device, dysmenorrhoea, abdominal pain and pelvic pain had not resolved and the genital haemorrhage, endometriosis, device expulsion, polycystic ovaries, abdominal adhesions and heavy menstrual bleeding outcome was unknown. The reporter provided no causality assessment for abdominal adhesions, endometriosis, genital haemorrhage, heavy menstrual bleeding and polycystic ovaries with essure. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device and pelvic pain to be related to essure. The reporter commented: she had concerns regarding the migration of the coils and possible perforation, and was advised by her physician that the coils would not cause perforation and was prescribed oral contraceptives. She was told that the only way to remove the coils was through a hysterectomy. She is hesitant to undergo a third invasive procedure. She continues to live with the abdominal pain and dysmenorrhea caused by the migration of the essure coils. Discrepancy: date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2008. Right: three visible spirals from the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2008: results: essure devices appear in normal location. Ultrasound scan - on an unknown date: assessment: abnormal nos results: black spot at 1 o'clock on cervix; on (B)(6) 2008: results: coils seem normally placed in both uterine corners. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device was not in fallopian tubes, one in anterior wall of uterus and one in the posterior"), genital haemorrhage ("irregular dark bleeding"), endometriosis ("redo of endometrial ablation and laparoscopy with laser endometriosis implants"), polycystic ovaries ("bilateral ovarian polycystic cysts") and abdominal adhesions ("adhesiolysis") in an adult female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "surgical hysteroscopy with thermal ablation in patient with essure" and device monitoring procedure not performed "physician noted he feels comfortable to skip the hsg". Concomitant products included oral contraceptive nos for oral contraception. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), endometriosis (seriousness criterion medically significant), polycystic ovaries (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), menorrhagia ("unusually heavy menses"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("severe abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (on (B)(6) 2011, hysteroscopic d&c, a redo of endometrial ablation, laser endometriosis implants). Essure treatment was ongoing at the time of the report. At the time of the report, the embedded device, dysmenorrhoea, abdominal pain and pelvic pain had not resolved and the genital haemorrhage, endometriosis, polycystic ovaries, abdominal adhesions and menorrhagia outcome was unknown. The reporter considered embedded device, dysmenorrhoea, abdominal pain and pelvic pain to be related to essure. The reporter provided no causality assessment for genital haemorrhage, endometriosis, polycystic ovaries, abdominal adhesions and menorrhagia with essure. The reporter commented: she had concerns regarding the migration of the coils and possible perforation, and was advised by her physician that the coils would not cause perforation and was prescribed oral contraceptives. She was told that the only way to remove the coils was through a hysterectomy. She is hesitant to undergo a third invasive procedure. She continues to live with the abdominal pain and dysmenorrhea caused by the migration of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2008: hysteroscopy result was essure devices appear in normal location. On (B)(6) 2008: ultrasound scan result was coils seem normally placed in both uterine corners. On an unknown date: ultrasound scan result was black spot at 1 o'clock on cervix (abnormal nos). On (B)(6) 2011: hysteroscopy: the essure device was not present in the fallopian tubes. One was in the anterior wall of the uterus and one in the posterior. Company causality comment: this spontaneous case report refers to a plaintiff who had essure inserted and experienced irregular dark bleeding (seen as genital haemorrhage) for few months. The physician performed a hysteroscopy dilation and curettage with endometrial ablation and laparoscopy with laser endometriosis implants, decompression of bilateral ovarian polycystic cysts and adhesiolysis (abdominal adhesions). The hysteroscopy findings stated "the essure device was not present in the fallopian tubes. One was in the anterior wall of uterus and one in posterior" (embedded device). Embedded device and genital haemorrhage are anticipated whereas the other events are unanticipated in essure's reference safety information. The exact time point and mechanism of device embedment is unknown. In this case, it was reported that consumer underwent a surgical hysteroscopy with thermal ablation using thermachoice one week after essure insertion (medical device monitoring error). This procedure could alternatively explain the device embedment. However, considering its nature, causality with essure cannot be excluded. Even though polycystic ovary syndrome could alternatively explain irregular dark bleeding, during essure therapy, abnormal genital bleeding and changes in bleeding pattern may occur. Considering the positive temporal relationship, a causal relationship between irregular dark bleeding and essure cannot be excluded. Considering the etiology of polycystic ovarian cysts and endometriosis (and abdominal adhesions as possible complication) and the mechanical, local action of essure (in this case, embedded in uterine wall), causality with suspect insert was considered unrelated. This case was regarded as incident, due to the surgical intervention required. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.